Manufacturer narrative:
Findings show that the issue was isolated to the telemetry receiver becoming disconnected from the network. The receiver recovered and reconnected to the network after being reset. Testing confirmed that the system was functioning normally. This investigation is considered complete and this issue closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of loss of monitoring telemetry patients from the (B)(4). No injury was reported with this event.